Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2211 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a screen brightness check, a valve actuation test, and a system air leak test. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contact reported that the liberty select cycler has been stopping in dwell 4 of 4 of treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler has been issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment on the cycler the day of the reporter event due to canceling treatment. The patient confirmed the cycler replacement has been received and has been able to continue with the treatment. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.